Event description:
It is reported that the device was implanted in 2003. In 2004, it was discovered that the rhk tibial bushing cracked and the pin distracted out. The device was revised 4 days later.